Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the behavior described is the intended behavior of the software. Technical services (ts) requested that the site follow-up with the xoran on this issue as it appeared to be related to their scanner. The site reported that the discs provided either didn't load at all, or took a long time to load. The burn on the back of the disc was also very faint. Analysis found that the software functioned as designed. The hard drive was returned to the manufacturer for analysis. Analysis found that when connected to a known good computer the returned drive was able to load and archive exams without issue. No problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the system was unable to load exam. The site was able, after several attempts, to load the patient exam. It would not give them the import options window. The manufacturer representative (rep) went to the site and discovered, when they puts the disk in the import option list it didn't appear. They tried re-seating the cables to the drive and computer without success. They also went into admin and the disc would not mount. They were able to load the disc on a sites computer. Technical services (ts) requested the disc and requested the rep to check with the radiology department that burned the disc. There was less than an hour delay in the procedure. No impact on patient outcome. When the rep called back in stating that they had the xoran imaging center burn 3 other discs using 3 different burn protocols: standard (including viewer software), "medtronic igs", and dicom only. None of the 3 would load on this fusion, or on different fusion. They had tested on this other system at a different site. Both fusions successfully loaded a different patient's disc. All 3 of the discs loaded onto a fusion compact with no difficulty. The rep stated that they will try to send in the exam disc to ts. The rep called with an updated and said that they were able to take the disc that was not working, load it on their home computer, and reburn the disc using the same protocol onto a new disc and load it onto the system with no issues. They also went to a different facility with a xoran scanner and had them burn a disc with the same protocol. They were also able to load this disc onto the system with no problems. The same type of media and burning protocols are being used between facility one and two. The only difference is that the second facility uses a secondary burner, rather than the one on the scanner itself. The rep is going to see if the account has this option to test. The first disc was tested in house. They were able to load the exam on a different navigation system, but it took around 20-25 minutes to fully load. 323 slice exam. The other discs provided either didn't load at all, or took a long time to load on the secondary navigation system. The burn on the back of the disc was also very faint. Technical services (ts) requested that the site follow-up with the xoran on this issue as it appeared to be related to their scanner. The site reported that the discs partially loaded from the xoran scanner, but it took 12-15 minutes for the media io box to pop up. The site knew there were 108 images and only 43 came through. Ts requested that the site use a usb drive and try to import images this way. Cause was traced to either image issues or the discs/the fashion the discs were burned was the issue.